Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician experienced balloon withdrawal difficulty. The index procedure treated a lesion in the proixmal circumflex (cx) artery. The lesion was de novo, 3.0mm in diamter, 12mm in length, 80% stenosed with moderate calcification and moderate tortuousity. The physician pre-dilated the lesion with a 2.50x20mm maverick balloon. Next, a taxus liberte 3.00x16mm stent was deployed at 14 atms. Upon withdrawal of the delivery balloon, the physician experinced moderate resistance of the stent delivery balloon. The physician noted "prolonged balloon aspiration." The event was resolved without treatment. No additional event s were reported. The results were 0% residual stenosis with timi-3 flow. The pt was discharged the following day on plavix and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.